Event description:
Information was received from a healthcare provider via a manufacturer representative regarding an external device to an implantable pump. It was reported that when trying to update a pump, service code 338 and 161 occurred. Technical services reviewed information.

Manufacturer narrative:
Continuation of d10: product ID ct900f, serial# (B)(6). Product ID a810, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the physician didn't remember the name of the patient involved in the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.